Event description:
An error message was reported with the adc device. A customer reported receiving an unspecified error message on the 6th day of wearing the sensor and was unable to obtain glucose readings. As a result, the customer required third-party medical treatment but no additional information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. This report is being filed on an international product, model number (B)(4) which has a similar product distributed in the u.s., model number (B)(4). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. A customer reported receiving an unspecified error message on the 6th day of wearing the sensor and was unable to obtain glucose readings. As a result, the customer required third-party medical treatment but no additional information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor low signal was observed. The sensor was sent for further investigation and de-cases. Extended investigation has been performed. Visual inspection was performed on the returned sensor and did not observe any evidence of misuse or abnormalities. The patch data was extracted and observed the patch to be in state 8 (error termination). The data consistent was observed with a sensor removal in the glucose logs. The returned patch was de-cased and observed no issues with the patch's components or sensor flag. A glucose solution test was performed to check the functionality of the sensor. The returned sensor move into state 4, (active paired), indicating normal operation was underway. No evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. A customer reported receiving an unspecified error message on the 6th day of wearing the sensor and was unable to obtain glucose readings. As a result, the customer required third-party medical treatment but no additional information was reported. There was no report of death or permanent impairment associated with this event.